Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that when taking injection or priming, no insulin flows. Verbatim: consumer stated, when taking injection or sometimes priming, no insulin flows stated, she does prime before injection stated, she's never had issue with product stated, she purchased a new box, different lot, and they're working fine"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (65) sealed 4mm, 32g pen needles from lot # 0091910. Customer states that when taking injection or priming, no insulin flows. Thirty out of 65 returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that when taking injection or priming, no insulin flows. Verbatim: consumer stated, when taking injection or sometimes priming, no insulin flows stated, she does prime before injection stated, she's never had issue with product stated, she purchased a new box, different lot, and they're working fine."